Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. Reported event was confirmed by review of picture provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.